Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope showed a green image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and confirmed the green image, caused by a faulty cable unit and the optical fiber bundle at the distal end of the outer tube is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to charged coupled device assembly unit (r-unit). Olympus will continue to monitor field performance for this device.